Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the she went to fill the reservoir but nothing happened. She could hear it beeping but the motor was not working. The customer was unable to exit the preparing to prime loop. The customer did not receive a second series of beeps nor did the numbers appear on the screen. The insulin pump also alarmed failed battery test and the keypad was not working. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk, alarmed motor error during rewind due to leaking oil on the motor home switch, moisture damage was found on the force sensor resistor and had intermittent button response due to moisture damage on the keypad traces. Unable to provide self-test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test or confirm prime fill anomaly due to motor error alarm. No failed battery test alarm noted. All operating currents are within specification. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and missing the end cap sticker.